Event description:
Patient representative reported patient is worried because of the recall. Patient representative later reported "pain on the left side, frequent numbness and "stabbing" sensation and enlarged lymph nodes in the left breast, as well as malaise and breast implant illness (bii)" and suspected rupture. The device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.